Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the driveshaft (turbine) was corroded. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro system was connected to the rotapro console and while in dynaglide mode, the ablation button was pressed, the device stalled and did not run. Despite device stall during analysis, the brake defeat button was pushed and was able to engage and disengage properly with the wire without issue or resistance.

Event description:
It was reported that the brake was malfunctioning. A 1.50mm rotapro was selected for percutaneous transluminal coronary rotational atherectomy (ptcra). During preparation, the brake was not working and not locking down on the rotawire. The advancer would slide back and forth on the wire with wire brake on. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.

Event description:
It was reported that the brake was malfunctioning. A 1.50mm rotapro was selected for percutaneous transluminal coronary rotational atherectomy (ptcra). During preparation, the brake was not working and not locking down on the rotawire. The advancer would slide back and forth on the wire with wire brake on. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.